Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. This is the final report.

Event description:
During the review of the patient's medical records the company was made aware that the patient was hospitalized with a csf leak on (B)(6), 2001. The patient had a lumbar drain inserted and was treated with amoxicillin and nafcillin.